Event description:
It has been reported to philips that the system does not turn on. The device was outside of clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and identified low voltage in host pc battery. The engineer replaced the host pc battery and returned the device to use in good working order.